Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top circular part of the brushhead flew off of toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the top circular part of the oral-b dualaction or dual clean brushhead that she was using flew off of her oral-b rechargeable toothbrush, version unknown. This was not the first time that she had used these particular brushheads. No symptoms developed.